Event description:
It was reported that the ventilator had an error code indicating oxygen device failed. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. The customer troubleshot with technical support and was able to verify the error code in the ventilator diagnostic logs. The unit passed high pressure leak test but not able to pass the o2 flow test. Unit did not show any flow. The customer was advised to replaced the o2 solenoid and then the data acquisition (da) board. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Information was received that the patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The customer replaced the data acquisition (da) board to address the issue. The customer reported that the defective da board was discarded.